Manufacturer narrative:
Product event summary: the controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. The controller, (B)(4), did not have the software installed. Log file analysis revealed one critical battery alarm involving (B)(4) and one critical battery alarm involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and batteries. Additionally, the logs recorded a spurious safety alert word (saw) value for both batteries, indicating that a communication error had occurred. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and batteries. An internal investigation was opened to investigate these communication errors. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2015-12-31. UDI #: asku. Yes, return date: 2015-06-01. Mfg date: 2014-12-17(B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2015-12-31. UDI #: asku. Yes, return date: 2015-06-01. Mfg date: 2014-12-17. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that critical battery alarms were triggered when the batteries were connected to the controller. The batteries and controller were replaced. No patient complications have been reported as a result of this event.